Manufacturer narrative:
Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed red, non-laminated depositions of soft tissue and blood extending from the lumina of the inlet tube, knitted graft and inlet elbow, throughout the pump, and into the outflow graft. These depositions appeared to have developed due to poor surface washing as the result of a low flow state or an interruption in flow through the pump, consistent with the report that the driveline was disconnected and the pump was off for an extended period of time. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 87 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient disconnected the driveline from the system controller in a suicide attempt. The patient had been seen approximately 1 week prior with no suicidal ideations observed according to the vad coordinator. The vad team was reportedly unclear on who called emergency services, but they arrived approx 1 1/2 hours after the pump had been stopped. The patient exhibited unspecified heart failure symptoms. The driveline remained disconnected and the pump was assumed to be clotted. Upon admission, the patient was placed on heparin and inotropes. The patient decompensated and was placed on arterio-venous extracorporeal membrane oxygenation at the bedside. Retrograde flow through outflow graft was noted. An amplatzer device was deployed into the outflow graft on (B)(6) 2016. The patient was awaiting extubation and a neurological and psychiatric evaluation to determine candidacy for pump exchange. The patient remained on extracorporeal membrane oxygenation, extubated and neurologically intact. Psychiatry was consulted and patient was apologetic about the situation. The act was deemed impulsive due to the patient's psycho-social situation. The patient was determined to be a candidate for exchange. A full sternotomy was performed with inflow conduit, outflow graft and pump exchange on (B)(6) 2016. The patient reportedly tolerated the procedure well.